Event description:
It was reported this pacemaker device was programmed with a lower rate limit of 80 bpm; however, heart rates in the 50s have been observed. The patient has also become fluid overloaded since that time. The patient will likely require device interrogation for further evaluation. Technical services (ts) suspected potential lead or device issue as this could result in slower-than-expected heart rate. This device currently remains in service. No adverse patient effects were reported.